Event description:
It is reported that the surgeon was unable to properly lock the articular surface into place.

Manufacturer narrative:
This report will be amended when our investigation is complete.